Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's o2 measurement was incorrect. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit in the gas modules replaced and returned for further investigation. One of the two received nozzle units could not be tested as it has a bent feather spring. The nozzle unit was damaged during the replacement in the hospital. The other received nozzle has not reproduced the described customer issue. The nozzle was working as expected. Review of the received device logs confirms the reported issue that the o2 measurement was incorrect. The root cause for the reported problem could not determined.